Event description:
The patient reported that she went through a theft detector and now she feels no stimulation. Sometimes she also experiences a jolting feeling. No serious injury was reported. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.